Manufacturer narrative:
The user reported that they have been hospitalized for the past four weeks and no longer have the sensor, as the system is not functioning.the user declined to discuss any details regarding their hospitalization.as per dms, user is currently not using the system.

Event description:
Senseonics was made aware of an incident where user reported that they have been hospitalized for the past four weeks and no longer have the sensor, as the system is not functioning.the user declined to discuss any details regarding their hospitalization. As per dms, user is currently not using the system.